Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a clearlink continu-flo solution set pulled apart at the port. This occurred during patient infusion of an unspecified drug. There was medical intervention due to this event; a physician came in to assess the patient as there was some blood loss. There was no report of patient injury associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed that the tubing had separated from the second luer activated valve. Solvent residue was noted on the tubing end. The cause of the condition was determined to be due to an assembly issue during manufacturing. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: (this occurred during infusion of normal saline for hydration), lot number, expiration date. Should additional relevant information become available, a supplemental report will be submitted.